Event description:
It was reported that the patient presented to the hospital in complete heart block and shock. Upon attempted interrogation, it was noted that the pacemaker was unable to be interrogated. The physician suspected premature battery depletion. The device was explanted and replaced. The patient was recovering post procedure.